Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that a signal loss over an hour occurred. At 2:00am, the patient experienced a seizure associated with a hypoglycemic event. The patient¿s partner called emergency medical services (ems) who performed a blood glucose (bg) (value not provided) and treated the patient with glucose. The patient could not remember but thinks she may have been given glucogel. The patient recovered and declined transportation to the hospital. The sensor insertion site and date were not provided. At the time of the report, the patient was in stable condition. A review of performance data shows that the patient's signal loss alert was not enabled at the time of incident and that her low alert was set to 3.4 mmol/l. Data investigation could not confirm any periods of signal loss on the alleged incident date that lasted longer than one hour; however, shorter periods of signal loss were identified at the approximate date and time of the allegation. At 1:39 am on (B)(6) 2021, the patient received an urgent low soon alert at partial volume with an egv of 3.9 mmol/l. At 1:44 am, the patient's estimated glucose values dropped below the low alert threshold and the patient received another urgent low soon alert at half volume with an egv of 3.3 mmol/l. At 1:49 am, the patient's egv dropped to 2.8 mmol/l and the patient received an urgent low alert with partial volume. Five minutes later, the patient's egv dropped further to 2.4 mmol/l and she received a second urgent low alert, this time with half volume. By 1:59 am, the patient's egv reached low (less than 2.2 mmol/l) and she received a third urgent low alert at full volume. The patient continued to received urgent low alerts at full volume every five minutes until her values crossed back into stable range above the low alert threshold at 2:19 am with an egv of 4.1 mmol/l. Shortly afterwards, while the patient's estimated glucose values were still in stable range, the patient experienced two ten-minute periods of signal loss from 2:49 am to 2:59 am and from 3:04 am to 3:14 am. However, the patient did not receive signal loss alerts during this time because her signal loss alert was disabled and also because the signal loss duration was not long enough to trigger the alert even if it was enabled. After the patient's estimated glucose values crossed back into stable range, they remained stable for approximately two hours, rose above the high alert threshold of 17.5 mmol/l for approximately three hours, and then remained stable thereafter. The complaint of signal loss over an hour was not confirmed. The root cause of the reported hypoglycemic event could not be determined. Data investigation shows the system performed as intended and the patient received all intended alerts. No additional patient or event information is available.